Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor had been broken. The electrode was broken and transmission was low due to the low readings. The customer's blood glucose was unknown. The customer is not returning the sensor as she had threw it out.